Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her son's insulin pump alarmed with a failed battery test and no delivery. The patient's blood glucose at the time of incident was 85 mg/dl. Two weeks ago, the failed battery test occurred despite the battery having plenty of life; the customer changed the battery and received a no delivery. The customer also received a no delivery alarm the morning of the call. The screen then went blank, and the customer changed the battery and the pump turned on. His blood glucose was 140 mg/dl at this time since he had eaten breakfast. On the car ride to school the customer attempted to bolus but a no delivery alarm occurred once more. Troubleshooting could not occur since the mother did not have the pump with her. The customer's mother was advised to check the battery cap and battery compartment for missing contacts, damage, and corrosion. No products were returned and a replacement battery cap was shipped to the customer.